Event description:
Sneezing, itching, swelling eyes, shortness of breath when using latex gloves after years of use without difficulty. Pt used claritin and other prescribed antihistamines for relief of symptoms. She has also experienced hives after using gloves.